Manufacturer narrative:
Additional information b5: during customer follow up it was clarified that the pharmacy had set the tone to 'modern' and locked it at low volume. H3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps audio volumes were too low during therapy (medication, dose, programmed amount and delivery rate unknown). It was also reported that the sound was confusing with other medical equipment with similar alarms which made it hard to hear and identify when patient doors are closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.